Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 205mm distal from the strain relief. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 30-sep-2015. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately calcified mid left anterior descending artery. The lesion contained a >45 and <90 degree bend. A 32x2.50mm taxus libert drug eluting stent was advanced but failed to cross the lesion. The device was removed and a non-bsc stent was advanced and deployed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.